Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The patient had one resolute integrity drug-eluting stent successfully implanted approximately 33 days past its expiry date. (Procedure date (B)(6) 2015, expiration date (B)(6) 2015). There was no patient injury or medical/surgical intervention (e.g. Placed on antibiotics) as a result of the event.